Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a cartridge change error occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report.